Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Reference manufacturer report number: 3006705815-2019-04437. It was reported that the patient had high impedance on every electrode. The patient underwent surgical intervention during which the leads were explanted and replaced, restoring therapy.